Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stardrive screwdriver shaft broke while removing an olecranon plate on (B)(6) 2018. The screwdriver shaft broke into pieces and all the pieces were retrieved without any necessitating any additional medical intervention. Apart from this, a torque was generated that messed up the quick connect of the handle of the screwdriver, due to which it would not work. There was a delay of approximately five (5) minutes to get another set with a t8 screwdriver. The removal procedure was successfully completed and the patient status was reported to be fine post procedure. This report addresses intraoperative issue of screwdriver breakage during plate removal. Patient¿s hardware removal surgery due to implant irritation has been captured under linked (B)(4). Concomitant device (s) reported: olecranon plate (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.4mm stardrive screwdriver shaft. (B)(4).